Event description:
It was reported a size 13 block was used for a bilateral knee replacement on the left side the block was impacted on to the femur using block impactor, block fractured. Proximal portion of block was positioned using 4 pins in inner square of block, distal portion was attached using pin holes on lateral edges of block. Added the following (B)(6) 2010, the block was checked by the surgeon after use to ensure that there were no fragments of metal missing and the knee was washed out which the surgeon routinely does.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.